Event description:
Shortly after initiating bypass, the pump shut down and would not restart. It was then hand-cranked until the pump could be restarted only after turning the device off and on two times. Alarmed high arterial pressure and battery charge light came on. No apparent patient injury. Unable to re-create the problem after case with company tech in attendance. Pump used on another case later that day without any problem.